Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that approximately two weeks following the changeout procedure, rv pacing impedance measurements were greater than 2,000 ohms. Upon review of the presenting electrogram (egm), slight noise was observed on the rv channel. The noise did not affect pacing or sensing, however, it was suspect that the noise resulted from the minute ventilation (mv) signal. Additionally, rv output measurements were 5.0v@0.4ms. The patient was to be brought in for further evaluation. No patient symptoms were reported as a result of the clinical observation.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms, along with pacing not delivered when required. A revision procedure was performed and a device header connection was determined to be the cause of the reported observations. The device was explanted and replaced. The chronic rv lead remains actively implanted. No adverse patient effects were reported during the procedure.